Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's swelling resolved. The recipient resumed device use again. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed 2 treatments of antibiotics and ibuprofen. The recipient used a head bandage for several weeks, which helped improve the swelling.